Manufacturer narrative:
The reported event of loose or intermittent connection was not confirmed. As received, the device was returned with some indication of physical damage. The atrial septum had a large punch-out hole and was out of its port, which was consistent with incorrect torque wrench insertion during surgical preparation. Analysis found the atrial setscrew inset was filled with septum debris, preventing the proper insertion of the torque wrench, which may have interfered with the proper tightening of the setscrew. Analysis showed normal device characteristics. Electrical and mechanical tests performed including lead impedance and output verification did not identify any functional issues. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for a generator change procedure. During the procedure, when the physician tried to connect the pacemaker with the existing leads, the setscrew came out of the device header. The pacemaker was not used and replaced during the procedure. The patient was stable throughout.